Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted to treat urinary incontinence. The patient experienced incontinence and pain on an ongoing basis. The patient has undergone various medical procedures including but not limited to various procedures to remove the mesh. Attempts to remove mesh have been unsuccessful. The patient has undergone surgeries and hospitalizations and has sustained permanent and debilitating injuries.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent mesh excision due to erosion on (B)(6) 2012. It was reported that patient underwent removal of posterior wall vaginal mesh, posterior repair and injection of botox into levator ani muscles due to mesh erosion post total vaginal mesh kit insertion in 2009, levator spasm secondary to mesh complications on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.